Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 588 mg/dl. The customer experienced diabetic ketoacidosis; she vomited and passed out. The customer was treated with insulin drip. The customer was wearing the insulin pump during the hospitalization. There were no leaks or air bubbles. There were no site or insulin issues. The device settings were correct. The insulin pump was returned for analysis.

Manufacturer narrative:
Unit received with operating currents within spec. Unit passed functional testing including the self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. Unit received with cracked keypad overlay at select button. Unit received with minor scratched display window, case and keypad overlay. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.